Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a notification stating that the pump cannot detect a cartridge had been removed during the load process. The customer's blood glucose level was 200 mg/dl. The customer reloaded the cartridge and able to complete the load process.